Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a cholecystectomy procedure, on the first place the surgeon applied the lt300 clips; however he decided to replace them with the ones applied by the er320 device, taken out from our locker due to clip dislodgement. Replacement of the lt300 clips applied by the ones dispatched from the er320 device taken out from our locker. There was additional intervention to the patient and hospitalization due to clip dislodgement. One device was discarded.